Event description:
It was reported that the nurse wanted to confirm arctic sun device was working properly and stated that day shift said water temperature (wt) was between 34-36c all day, but the nurse saw water temperature (wt) was 32-29c range on shift. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, flow rate (fr) was 0.8 l/m. Explained that the device was maintaining the patient temperature at targeted temperature (tt). Verified esophageal probe was in place and reading the same on alternate device. Noted the arctic sun device was very sensitive and picks up on any inputs of potential temperature increase such as heat generation. Nurse stated that there had not been any change in patient or medications. Noted fluctuations when interacting with patient and movement. Nurse was familiar with the blanket roll system and wanted to make sure arctic sun device was working. Explained that adjust the patient and moving them can alert the device to potential heat generation because of the movement and it was trying to adjust to ensure the patient maintained targeted temperature (tt). Advised that the patient temperature (pt) was the greatest concern. Walked through patient trend indicator and meaning. Water temperature (wt) responded inversely to input. Discussed "tacoing" patient with rolled blankets on each side for coverage. Encouraged to call back with additional questions or concerns. Second call from same day. Nurse wanted to know if the pads could leak. The pad was damp under the baby head. Confirmed therapy was running. Pads were under negative pressure and could not leak. Suggested looking for other sources of moisture (IV, feed, urine).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "defective / contaminated components from supplier." The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse wanted to confirm arctic sun device was working properly and stated that day shift said water temperature (wt) was between 34-36c all day, but the nurse saw water temperature (wt) was 32-29c range on shift. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, flow rate (fr) was 0.8 l/m. Explained that the device was maintaining the patient temperature at targeted temperature (tt). Verified esophageal probe was in place and reading the same on alternate device. Noted the arctic sun device was very sensitive and picks up on any inputs of potential temperature increase such as heat generation. Nurse stated that there had not been any change in patient or medications. Noted fluctuations when interacting with patient and movement. Nurse was familiar with the blanket roll system and wanted to make sure arctic sun device was working. Explained that adjust the patient and moving them can alert the device to potential heat generation because of the movement and it was trying to adjust to ensure the patient maintained targeted temperature (tt). Advised that the patient temperature (pt) was the greatest concern. Walked through patient trend indicator and meaning. Water temperature (wt) responded inversely to input. Discussed "tacoing" patient with rolled blankets on each side for coverage. Encouraged to call back with additional questions or concerns. Second call from same day. Nurse wanted to know if the pads could leak. The pad was damp under the baby head. Confirmed therapy was running. Pads were under negative pressure and could not leak. Suggested looking for other sources of moisture (IV, feed, urine). Per follow up information received via email on 07jun2023, a call was made to the facility on 06jun2023 and they spoke with charge nurse and stated there is note that the moisture on the pad was urine. The pad was swapped out due to the contamination. Once pad was exchanged, flow rate was 1.7 lpm and patient completed therapy. No note on serial number and device was sent back to the floor so she would be unable to identify which device.